Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity was found to be 1.4 years even though a check 3 months prior found the device longevity to be 3.2 years. It was explained that the prior 1.4 year estimation was an overestimation by the programmer and that the new longevity was accurate. The patient received no adverse consequences.